Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was from hub. The infusion set was in use for three hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011715, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011715 was manufactured according to the work instruction (wi) version 120 and manufactured in the line l6 on 15-feb-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) (B)(4) was opened during the related processes and no further product disposition were required. The sub-assembly: gluing of tubing of the lot 5b01679 was manufactured according to the wi version 66 and manufactured in the machine sc09, on 11-feb-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5a06566 was manufactured according to the wi version 66 and manufactured in the machine sc04, on 30-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.